Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022 a nail implantation process was carried out according to the technique guide, however, at the end when proceeding to remove the arch from the nail, the connection bolt did not come out with the screwdriver. After several attempts, the part of the bolt fractured and its head rolled, so it was decided to remove the tfna screw first and then the nail. When removing the nail, it was observed that the nail was correctly adapted to the archwire, it had not entered crookedly. An attempt was made to remove the nail again and it was not possible. So it was decided to pass the case to other tfna team and implant another nail. There was a surgical delay of ninety (90) minutes. Patient outcome is reported as okay. This report is for a tfna nail. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.037.011, lot l425510: release to warehouse date: august 30, 2017. Manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. A product investigation was completed: visual analysis of the returned sample revealed that connecting screw for insertion handle is broken and stuck which causes the insertion handle and trochanteric femoral nail antirotation (tfna) cannot be disassembled. No dimensional inspection was performed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. The current and manufactured to drawing was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.